Manufacturer narrative:
Wheel assembly.

Event description:
It was reported that the center of the wheel was cracked. The wheel could not roll or support weight. No pt involvement or adverse consequences were reported.